Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t machine experienced a 24v low alarm in rinse mode. Upon further inspection of the machine, the biomed discovered power supply wires coming from the transformer that exhibited signs of heat damage. Additional information was obtained during follow up with the biomed. The biomed stated the white wires coming out of the power supply transformer ¿appeared burned and discolored¿. There were no signs of smoke, sparks, flames, charring, or melting. In addition, no burning smell was noted. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The machine reportedly had 18,865 hours logged at the time of the event. The power supply assembly was replaced to resolve the reported issue. Upon follow up, it was confirmed that the machine had been returned to service. The original power supply was reportedly being sent back for evaluation. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Additional information: concomitant medical products, device evaluated by MFR: plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.